Manufacturer narrative:
(B)(4) evaluation summary: visual inspections were performed on the returned device. The reported break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc trek balloon is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a heavily restenosed non-abbott stent located in the heavily calcified proximal left circumflex (cx) artery. The lesion was a chronic total occlusion (cto). Additionally, there was a lesion located in the proximal left anterior descending artery; therefore, both vessels were wired. One xience alpine stent was deployed in the ostium of the cx. Another xience alpine stent was deployed in the proximal lad to the left main (bifurcation trousers technique). After deployment of the second xience alpine stent, it was observed that upon removal of the versaturn guide wire, the guide wire was broken, but not in two pieces, and was able to be removed from the patient without issue. The nc trek balloon catheter was advanced for post-dilatation of the overlapping stents. After negative pressure was applied, fully deflating the balloon, during retraction of the balloon catheter, the balloon appeared to be stuck on the other unspecified guide wire and could not be advanced or retrieved. The decision was made to remove the remaining guide wire and the balloon catheter together as a single unit. The lesion was rewired to continue the procedure using a new balloon catheter. No adverse patient effects were reported. No additional information was provided.